Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical record review allege bard eclipse filter was successfully deployed in place over the l3 vertebral body. Around 3 years later, a computed tomography (CT) scan showed that the inferior vena cava filter was located below the renal veins at the level of l2-l3 portion. Around 4 years 2 months later, a helical computed tomography (CT) abdomen without contrast showed that an inferior vena cava filter was noted in place and the filter was below the level of both renal veins. The metallic tines of the inferior vena cava filter projected beyond the wall of the inferior vena cava with contact of the transverse portion of the duodenum, possible contact of the aorta and contact of the crossing vessel. No vascular, bowel and bony penetrations were observed and the overall appearance and position of the inferior vena cava was unchanged. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to preventing blood clots. At some time post filter deployment, it was alleged that the filter perforated the vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.